Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low in the morning and juice was consumed. The bg rose to 97 mg/dl. The customer reported that the low bg was due to the pump settings that were entered by the healthcare provider and that the customer was aware that this could happen as he was a new pump user. Tandem technical support advised the customer to discuss the low bg event with the healthcare provider.